Event description:
The pump was returned to the manufacturer from an unknown source with no return paperwork. The manufacturer's device tracking system indicates that the patient expired. Additional information has been requested from the patient's last known physician, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis of the pump revealed battery depletion: end of life (eol). A pump memory error displayed on the initial printout. This was because the pump was left running since 2005 - more than 3 years.